Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their programming was off and they thought they changed the program and might have messed it up or something. Patient said they were going to a pain management appointment on thursday and usually meet with a representative to check the settings so they wanted to meet with someone again. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.